Event description:
Boston scientific received information that during a routine device change out procedure, this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) defibrillation lead revealed high shock impedances greater than 125 ohms. A boston scientific technical service consultant was contacted and a save to disk was sent in to an engineer for evaluation of the shock impedance measurements. The device and competitor lead remain in service and the patient will be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
---

Manufacturer narrative:
The device and competitor lead remain implanted. A boston scientific technical service consultant reviewed a save to disk and discussed that all rv lead impedance measurement are greater than>125 ohm and are saturated >200 ohms. The common element for saturated increase in shock impedance measurements was clearly the proximal coil. The agent believed that the device has a wireless ECG and this could be causing the rise in impedances during lead testing. In addition, other possible causes could be: damaged lead part or poor connection. It was also noted that normal pacing and impedance between the tip and proximal coil were observed during the implant. The device wa also reconnection 3 times, which makes the agent believe that possible device failure is not unlikely.

Event description:
--